Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
The reported event is for hip dislocation. There were insufficient records provided to establish a firm root cause for this event. As the cocr head is constrained in the adm liner, the most probable occurrence of dislocation would be between the adm liner and the mdm liner. The dislocation of the two liners can potentially be related to the interaction of these two components. If this is the case, no allegations were made regarding the tritanium shell. Based on the information provided, there is no indication this product may have contributed to the event

Event description:
Surgeon revised the cup head/portion of the construct based on a recurring dislocation from (B)(6) 2015. They implanted a larger cup and mdm liner. Left hip.

Event description:
Surgeon revised the cup head/portion of the construct based on a recurring dislocation from (B)(6) 2015. They implanted a larger cup and mdm liner. Left hip.